Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported low blood glucose (bg) levels. The reporter indicated that the patient's bg levels had been dropping the previous few days. In one instance, the reporter claimed that the patent's bg level dropped to "49 mg/dl" at 10:00 pm. In another instance, a school nurse found the patient's bg level at "54 mg/dl." The reporter mentioned that the patient does not have symptoms when she drops. In response to the low bg episodes, the reporter reportedly treated the patient with carbs. The patient's bg's reportedly came up after the treatment was administered. At the time of contact with anm, the pump was not available for review/troubleshooting. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that she treated the patient with carbs when the patient's bg level(s) dropped. However, at this time, it is unknown if a pump issue contributed to the patient's injuries.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. A review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.